Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, station was not communicating and displayed a black screen. User power cycled the station, but the issue didn't resolve. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 16-JUN-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was failed to power on due to faulty drawer board. A field service engineer (FSE) replaced the drawer board to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.